Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported he accidently se his bolus to max instead of actual bolus amount. Customer's blood glucose lowered to 39 mg/dl. Customer stated he was sweating and shaking. Customer stated his blood glucose started with 60 mg/dl took four glucose tablets and it continued to lower. Blood glucose lowered to 50 then 30 mg/dl. Customer stated he estimated that he took about 40 tablets. Customer also drank some milk and started to level at 39 mg/dl. It took him 3 hours to level and for him to feel well. No further information reported. No further information reported.